Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached over 250 mg/dl (read high on (B)(6)) while wearing the pod between 36 and 48 hours. The patient's cannula was found bent when removed from the infusion site (back). For treatment, he gave himself an injection of 6 units of bolus via syringe at 2:00 am, then removed the pod at 7:00 am when his bg was at 224 mg/dl.